Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited far-field r-wave over-sensing, which caused inappropriate automatic mode switch episodes. Programming changes were discussed; none were reported. The patient was asymptomatic.

Event description:
New information received noted that additional episodes for far-field r-wave over-sensing that led to inappropriate mode switch were seen on the implantable cardioverter defibrillator. The patient condition was unknown.